Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective distribution board. The board was replaced to resolve the issue and subsequent functional verification testing was completed without further malfunction. The unit was returned to service. The defective component has been requested for return to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message on the patient circuit during setup. There was no patient involvement.